Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. There were no atrial or ventricular arrhythmia events. It was believed that this syncope was due to a vasovagal response.

Event description:
Boston scientific crm received information that a patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. There were no atrial or ventricular arrhythmia events. It was believed that this syncope was due to a vasovagal response.

Manufacturer narrative:
Due to a syncopal event from a vasovagal response, this device was reprogrammed from a mode of vvi at 40 beats per minute to dddr at 70 beats per minute. No additional information is available at this time. If more information becomes available, the event will be updated/reopened. Most recently, this ICD was explanted as a result of normal battery depletion. It was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. Investigation pertaining to this ICD is now closed. If new information were to become available, this report will be further evaluated and updated.